Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex (solution sys ii w/ 1.5% glucose) and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, patient experienced peritonitis. The cause of the peritontis was unknown. Whether remedial treatment was rendered, the outcome of the event of peritonitis, and action taken with dianeal pd4 ambuflex and extraneal viaflex were not reported. A causality assessment was not provided.